Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/ investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 while removing a trochanteric fixation nail advanced (tfna), the helical blade was broken where it is inserted. A total hip replacement was being performed on the patient when x-rays were taken that showed the nail was broken. The helical blade head cut out of the head which prompted the total hip replacement. The top portion of the nail and then the distal portion were removed. Fragments were generated and removed easily without additional intervention. There was no surgical delay reported. The procedure was successfully completed. There was no patient consequence. Concomitant device: unknown screws (part # unknown, lot # unknown, quantity # unknown). This report is for one (1) 11mm/130 deg ti cann tfna 360mm/right - sterile. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: visual inspection performed at customer quality (cq) identified the nail broke at the proximal hole. The break is jagged and oblique. In addition, the lock prong assembly separated from the nail. No drill marks were present on the nail at the helical blade juncture. No new issues were identified. A device failure was identified. Document specification. The following documents were reviewed as part of this investigation: based on the review of drawings, no design issues contributing to relevant complaint condition were identified. Investigation conclusion: no definitive root cause was able to be determined as the circumstances surrounding the event are unknown. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot manufacturing location: monument, manufacturing date: feb 29, 2016, expiration date: jan 31, 2026, part number: 04.037.156s, 11mm/130 deg ti cann tfna 360mm/right- sterile, lot number: h046452 (sterile), lot quantity: 4 . Two pieces were scrapped in cell at op #160, qa final inspect, for an unacceptable surface finish. Work order traveler met all inspection acceptance criteria apart from the two pieces noted. Inspection sheet, in-process / inspect dimensional / final, ns063045 rev e met all inspection acceptance criteria apart from the two pieces noted. Inspection sheet, tfna assembly inspection ns067861 rev a met all inspection acceptance criteria. Packaging label log lppf, lmd/lpf rev c was reviewed and determined to be conforming. Scn 12266 supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.942.2, lock prong, 130 degree tfna, bp55, lot number: 9797110, lot quantity: 89. Work order traveler met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended, bp55, lot number: 7921074, lot quantity: 1,000. Work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, ns062851 rev b met all inspection acceptance criteria. Material certificate and certificate of conformance and quality history card received from smalley dated jul 10, 2015 were reviewed and determined to be conforming. Part number: 04.037.912.3, tfna lock drive, bp58, lot number: 9977717, lot quantity: 80. Work order traveler met all inspection acceptance criteria. Inspection sheet, ns062925 rev d met all inspection acceptance criteria. Part number: 21127, timoagri16.00, bp80, lot number: 9977717, lot quantity: 1,433 lbs. Certificate of analysis supplied by metalwerks pmd dated sep 11, 2014 was reviewed and determined to be conforming. Lot summary report dated oct 04, 2014 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. 19-mar-2020: DHR reviewed . This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition.